Manufacturer narrative:
Preliminary analysis of the returned associated pacemaker revealed normal tightening marks on the atrial and ventricular setscrews. Based on available data, the most probable hypotheses are atrial and ventricular leads issues.

Event description:
Reportedly, on (B)(6) 2016, the pacing system was implanted in the patient¿s left chest. During a follow-up performed on (B)(6) 2018, eleven v burst episodes showing ventricular noise oversensing were recorded in the device memory. Ventricular lead impedance measurements were stable around 650 ohms; however a low measurement (below 200 ohms) was recorded at the end of (B)(6) 2018. During provocative maneuvers, noise was observed when the patient moved his left arm up and down, but not when the implant site was pressed or when the patient performed an isometric test. As the patient played tennis in the morning on (B)(6) 2018, it was suspected that the noise oversensing observed in some of the recorded episodes occurred during the tennis play. No anomaly was reported regarding the subject atrial lead. The patient had no symptoms and no pacemaker parameters were reprogrammed during the follow-up. Recommendations to replace the ventricular lead were sent on (B)(6) 2018. A re-intervention was scheduled on (B)(6) 2018 and a follow-up was conducted before the procedure. Atrial and ventricular noise oversensing was observed in the episodes recorded in the device memory. Atrial lead impedance measurements were reportedly superior to 3000 ohms. During the procedure, the pacemaker was explanted from its pocket and pull tests were performed; both leads were firmly connected. Measurements were then performed with a pacing system analyzer (psa): noise oversensing and high impedance measurements (superior to 3000 ohms) were observed for the atrial channel. No anomaly was noted for the ventricular channel. The proximal ends of both leads were capped and the leads were abandoned in the patient¿s body. The use of the associated pacemaker was also discontinued. Preliminary analysis results confirmed the reported atrial and ventricular noise oversensing. Intermittent loss of ventricular capture is also suspected. A ventricular lead issue and an atrial lead issue and/or a lead-pacemaker connection issue at atrial level are suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2016, the pacing system was implanted in the patient¿s left chest. During a follow-up performed on (B)(6) 2018, eleven v burst episodes showing ventricular noise oversensing were recorded in the device memory. Ventricular lead impedance measurements were stable around 650 ohms; however a low measurement (below 200 ohms) was recorded at the end of (B)(6) 2018. During provocative maneuvers, noise was observed when the patient moved his left arm up and down, but not when the implant site was pressed or when the patient performed an isometric test. As the patient played tennis in the morning on (B)(6) 2018, it was suspected that the noise oversensing observed in some of the recorded episodes occurred during the tennis play. No anomaly was reported regarding the subject atrial lead. The patient had no symptoms and no pacemaker parameters were reprogrammed during the follow-up. Recommendations to replace the ventricular lead were sent on (B)(6) 2018. A re-intervention was scheduled on (B)(6) 2018 and a follow-up was conducted before the procedure. Atrial and ventricular noise oversensing was observed in the episodes recorded in the device memory. Atrial lead impedance measurements were reportedly superior to 3000 ohms. During the procedure, the pacemaker was explanted from its pocket and pull tests were performed; both leads were firmly connected. Measurements were then performed with a pacing system analyzer (psa): noise oversensing and high impedance measurements (superior to 3000 ohms) were observed for the atrial channel. No anomaly was noted for the ventricular channel. The proximal ends of both leads were capped and the leads were abandoned in the patient¿s body. The use of the associated pacemaker was also discontinued. Preliminary analysis results confirmed the reported atrial and ventricular noise oversensing. Intermittent loss of ventricular capture is also suspected. A ventricular lead issue and an atrial lead issue and/or a lead-pacemaker connection issue at atrial level are suspected.

Event description:
Reportedly, on (B)(6) 2016, the pacing system was implanted in the patient¿s left chest. During a follow-up performed on 9 april 2018, eleven v burst episodes showing ventricular noise oversensing were recorded in the device memory. Ventricular lead impedance measurements were stable around 650 ohms; however a low measurement (below 200 ohms) was recorded at the end of (B)(6) 2018. During provocative maneuvers, noise was observed when the patient moved his left arm up and down, but not when the implant site was pressed or when the patient performed an isometric test. As the patient played tennis in the morning on (B)(6) 2018, it was suspected that the noise oversensing observed in some of the recorded episodes occurred during the tennis play. No anomaly was reported regarding the subject atrial lead. The patient had no symptoms and no pacemaker parameters were reprogrammed during the follow-up. Recommendations to replace the ventricular lead were sent on (B)(6) 2018. A re-intervention was scheduled on (B)(6) 2018 and a follow-up was conducted before the procedure. Atrial and ventricular noise oversensing was observed in the episodes recorded in the device memory. Atrial lead impedance measurements were reportedly superior to 3000 ohms. During the procedure, the pacemaker was explanted from its pocket and pull tests were performed; both leads were firmly connected. Measurements were then performed with a pacing system analyzer (psa): noise oversensing and high impedance measurements (superior to 3000 ohms) were observed for the atrial channel. No anomaly was noted for the ventricular channel. The proximal ends of both leads were capped and the leads were abandoned in the patient¿s body. The use of the associated pacemaker was also discontinued. Preliminary analysis results confirmed the reported atrial and ventricular noise oversensing. Intermittent loss of ventricular capture is also suspected. A ventricular lead issue and an atrial lead issue and/or a lead-pacemaker connection issue at atrial level are suspected.